Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damage to reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the reservoir was unable to lock in place. The customer was advised to discontinue use of the pump and revert to a back-up plan. The product was returned for analysis.